Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a subtalar (talocalcaneal) arthrodesis performed on (B)(6) 2026, two headless compression screws were used following a standard surgical technique (guide wire, drilling, screw insertion). Postoperative CT imaging showed that the two screws made contact within the talus, and it is most likely that one screw was drilled through the other during insertion. As a result, metal fragments were generated from the screw located within the talus. These fragments extended from approximately 1 cm anterior to the posterior edge of the talus into the flexor hallucis longus (fhl) sheath. The drilled metal fragments were visible during the initial surgery but were assessed as being within the bone at that time. Postoperatively, the patient reported complaints, and metal fragments were identified near the screw. On (B)(6) 2026, a revision surgery was performed during which two metal fragments were surgically removed from the flexor hallucis longus sheath.